Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted into the left bundle branch, but the physician was unable to stimulate the left conduction branch, despite multiple attempts. The lead was exchanged to resolve the event and no adverse patient effects were reported. This rv lead was discarded at the healthcare facility and will not be returned for analysis.